Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a black screen and would not power on. The user attempted multiple power outlets and unplugged and replugged the device, but nothing restored functionality. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was black. A field service engineer (fse) reported that the station was not powering on and unplugged all drawers, reconnecting them one at a time to isolate the issue. Drawer 7 was identified as preventing the station from powering on and failed the voltmeter test. The drawer controller and control module were replaced, and the station was restarted. The drawer was tested using the hardware test application, functioned correctly, and the acceptance test was completed successfully. After restarting the application, the customer was able to access the drawer and inventory the medication, and functionality was verified by the customer. The system functioned as intended after the field service engineer repaired the device.